Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of worsening heart failure and death, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that the procedure was successful with effective mitral regurgitation (mr) reduction and no reported complication. The reviewer additionally commented that it is probable that reduced ejection fraction was the consequence of heart failure worsening and it is unclear whether the procedure had contributed to that. But there was no direct device issue that contributed to death. Based on the information reviewed, the reported patient effect of heart failure appears to be related to the patients condition and unrelated to the implanted mitraclips; the reported death was a secondary effect and a result of the heart failure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing the mr to 2. On (B)(6) 2017, discharge echocardiogram confirmed that the clips were stable and the mr reduction was maintained. On (B)(6) 2017, the patient died due to heart failure. In the physicians opinion, although the clips remained stable, the placement of clips resulted in reduced ejection fraction which contributed to the heart failure. No additional information was provided.